Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a hair found inside the first layer of sterile packaging for the implant device. Affected side: left knee.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received,"it was reported that there was a hair found inside the first layer of sterile packaging for the implant.". No device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product description: atune cr lt ms ins sz 8 8 product code: 151820808 lot number: m2277k and no non-conformances were identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device below and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: atune cr lt ms ins sz 8 8 product code: 151820808 lot number: m2277k and no non-conformances were identified, however not related to the reported failure mode of the complaint.